Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens haptic broke when delivering the lens using the amo silver series lens injector system. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged iol. No suture required. A second crystalens was implanted successfully.